Event description:
A malfunction alarm identified as "malf 16" was reported. There was no adverse impact to the customer's blood glucose level. Technical support replaced the pump, confirming warranty coverage and informing the customer about the necessary replacement. The customer was instructed to continue using the current pump type as a backup therapy to ensure insulin delivery. Additionally, technical support confirmed the shipping address and instructed the customer to deplete the battery before returning the faulty pump to tandem within the specified time using a pre-paid label and return box.